Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired a staph infection at the mid-back incision site. The patient went to ER and it was noted that the lead was visible through the incision site. The patient was provided IV and oral antibiotics. The system was explanted. There was no report of further complication.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual analysis of the returned devices did not find any anomaly. The devices were functionally tested and analyzed. The devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records for all implanted devices were reviewed and no nonconformities were found. Based on the investigation performed, it is likely that the infection is not device related.